Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Litigation alleges that the patient suffers from pain, numbness, and popping in her hip as well as cobalt chromium poisoning. Update - 12/11/2012 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2012 to address pain, increased metal ions, and a malpositioned cup. Update 1/3/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Update 2/19/16, 2/22/16, 2/23/16 &2/29/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported patient with clicking/popping/grinding in right hip, patient felt hip instability and chromium and cobalt levels were greater than 7 parts per billion per doctor's report. Revision surgical report noted cup/neck impingement with a significant notch in the femoral neck, metallosis, black tissue with granulomatous debris, gray stained fluid, corrosion at the taper, and osteolysis of the trochanter. Stem will be added for elevated metal ions and lot updated on femoral head.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6. Product complaint # : (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and loosening of cup.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.